Manufacturer narrative:
The field complaint of backup mode was confirmed whereas the pacing anomaly was not confirmed. The device was received in backup operation. Analysis of the device image indicates backup mode was caused by code corruption consistent with the effects of exposing the device to electrocautery which caused the device to switch to backup mode during the explant procedure. After reloading the product code, the pacer was tested under nominal settings and verification of output parameter found normal results with normal pacing functionality. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
During an elective upgrade procedure, the implanted pacemaker was programmed to bipolar pacing and the physician operated on the patient utilizing electrocautery. Shortly afterwards the pacemaker dependent patient went into asystole. The patient was then externally defibrillated for stimulation and the right ventricular lead was connected with a pacing system analyzer to provide pacing for the remaining procedure. It was observed the electrocautery made contact with the pacemaker resulting in the device entering backup mode and a loss of pacing due to the electrocautery. The physician does not allege a malfunction on the device but the device was damaged by the electrocautery. The event was resolved by explanting and replacing the pacemaker. The patient was in stable condition.